Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. Customer's blood glucose was 249 mg/dl at the time of the report. Multiple attempts were made by tandem¿s technical support to obtain additional information, however, no additional information was provided.